Manufacturer narrative:
An authorized service provider replaced the paddles. The device was operational after defective paddles were replaced. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device paddles were worn. There was no patient involvement.